Event description:
Spontaneous call ms3 pump, screen is blanking out. They replaced the batteries constantly and it is still doing that; does the same even with fresh batteries. Sn (B)(4). Current pump rate 0.054ml/hr. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes; did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.